Event description:
It was reported a patient's pacemaker presented with an interrogation anomaly. The device was explanted on an unknown date. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
Correction: this report is to retract 2017865-2022-46274. This report was erroneously submitted. This device is not reportable.